Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a tubing set cracked and leaked at the hub. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection under a microscope discovered scratches on the non-bd tri-fuse extension set. Functional testing was performed; no leaks were observed anywhere on the extension sets. Further leak testing was performed by increasing the pressure on the set and subsequently submerging it under water to find where air bubbles are escaping; no leaks were observed during testing. The male luer lock and female luer adapter were also connected and disconnected 30 times to determine if leaks were occurring during separation. No leaks were noted during separation. The root cause of the reported leak was not confirmed as the set functioned as designed.

Manufacturer narrative:
Correction common device name, model and lot #, PMA #.